Manufacturer narrative:
Device evaluated by MFR: the stent delivery catheter (sds) was returned for analysis. A visual examination of the crimped stent found that the mid-section of the stent was damaged with stent struts stretched from mid-section, bunched and overlapping towards the distal section of the stent. The maximum crimped stent profile was measured and is within the specification. The stent protector inner diameter was measured using pin gauge which is within the specified inside diameter of the stent protector specification. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 38 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during preparation when the stent protective sheath was removed, the stent was dislodged. The device was not used inside the patient. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 38 synergy drug-eluting stent was selected for use to treat a lesion. However, during preparation when the stent protective sheath was removed, the stent was dislodged. The device was not used inside the patient. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was good.